Manufacturer narrative:
The comp rep replaced the front end board (part no: 0670-00-0668e). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The board replaced was received by the manufacturing facility at (B)(4). The eval performed and confirmed the failure the electrical test fails code 117 was due to saline spill. (B)(4).

Event description:
The customer reported that prior to use on a pt, upon power up, the iabp generated an "electrical test failure code # 117 (front end a/d reference failure at power up) alarm." No pt was involved.